Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2j0249. Egiaushort - egiaushort endogia ultra univ sht stap, lot# p2m0203. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reloads were fully fired and the interlocks were engaged. The jaws of the reloads were open. Functional testing found the reloads were loaded into a representative pmv handle and the returned handle. The reloads were loaded with the handle repeatedly and no functional abnormalities were found. The interlocks were overridden and the reloads were applied to test medias which were transected. The reload interlocks were tested and found to function properly. It was reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device had damage to the cutting edge of the knife blade. Visual examination noted that the device had damage consistent with application over an obstruction. Functional testing found that the device was appl ied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and incomplete staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic ascending colectomy, at the time of intestinal resection, the four reloads were able to fire. However, two of the reloads were caught on tissue - the mucosal tissue was clamped, causing some tissue damage. The reload were released somehow.